Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00119. (B)(6). The device was manufactured between 25mar2019 and 25mar2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the device revealed that the device had leaked. No evidence of a rupture was observed from the photo. The location of the leak could not be determined from the provided photograph. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor ruptured. The leak occurred prior to patient use. The device was filled with 8000mg flucloxacillin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.